Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the clinic complaining his skin on his scalp was starting to open directly over the dbs lead burr cap. Subsequently, the physician cleaned and closed the open wound in the or. The issue was reportedly resolved.